Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 13-1033-149. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 12/04/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had error code 13-1033-149. No patient involvement.

Event description:
It was reported that the device had error code 13-1033-149. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 13-1033-149 technical support. Reflash software. Replace logic board. Return the module to the factory. A review of the device history record showed the device had a manufacture date of 12/04/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure. Q6 200072997 h3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error code 13-1033-149. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 12/04/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had error code 13-1033-149. No patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation

Event description:
It was reported that the device had error code 13-1033-149. No patient involvement.